Manufacturer narrative:
Of the data provided, the results for one sample from the patient were discrepant. Tsh 1.08 mu/l, ft4: <0.3 pmol/l, ft3: <0.4 pmol/l. This same sample was tested on an abbott architect. Tsh: 0.97 miu/l, ft4: 16.8 pmol/l, ft3 5.47 pmol/l. A general reagent issue can most likely be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free thyroxine (ft4) and free triiodothyronine (ft3) results for one patient from cobas e602 analyzer serial number (B)(4). The customer suspected an interference. No specific data was provided. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. Information concerning if any erroneous result was reported outside of the laboratory was requested, but it was unknown. The patient was not adversely affected.

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor against the ruthenium label of the assay was detected. This interference is documented in product labeling.